Event description:
The user facility reported four (4) separate incidents involving integra bilayer matrix wound dressing (bmwd). The user facility identified (patient 2) as a female with a burn. According to the user facility, a piece of the bmwd had not vascularized and appeared the same as the day that it had been placed. The user facility used a total of eight (8) sheets of bmw810, lot number 105ba0063419 on the burn. The user facility provided pictures labeled patient 2. The pictures are of an older male, which does not match the written description of the patient. Integra's clinical affairs department has attempted to obtain clarification and patient status.

Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.